Event description:
In 2008, was the first time I noted a problem with the tampax pearl tampon. When attempting to remove the tampon it literally fell apart into small pieces. The next day, approx 15 mins after inserting a tampon, I was experiencing severe pain & burning. I had to remove the tampon while driving. This tampon also fell into small pieces- leaving a sleeve and several small pieces of material.